Event description:
It was reported that during a clinical study atrial fibrillation (afib) case, the patient suffered epigastric discomfort and respiratory failure requiring extended hospitalization. The patient received an index cardiac ablation and the patient experienced nausea (ae#1). The ae started after the ablation procedure with varipulse¿ bi-directional catheter, categorized as mild and no adverse event. The relationship to the study device is not related. Relationship with the index study procedure was possible. The event was n/a (not related/not serious). The outcome is recovered/resolved. No intervention was performed. This adverse event of nausea is considered not serious. No medical or surgical intervention was required. No indication that the event is life threatening. The event does not result in permanent impairment of a body function or permanent damage to a body structure and there was no report of prolonged hospitalization. If additional information is received, the reportability will be re-assessed. It was also reported that the patient experienced low oxygen saturation (ae#2) (ae started after the ablation procedure) with varipulse¿ bi-directional catheter categorized as moderate and serious as defined by in patient or prolonged hospitalization with an admission date of (B)(6) 2025 to (B)(6) 2025. The relationship to the study devices is not related. Relationship with the index study procedure was causal. The event was expected/anticipated. The outcome is recovered/resolved. Intervention performed were other- chest x ray, tte, oxygen supply via nasal cannula 2 liters.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).